Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the sample evaluation, the stent graft was partially deployed and the sheath was identified fractured. Based on the provided images, various stents were implanted and partial deployment of this specific stent graft can not be identified. An indication for a manufacturing related issue could not be found. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. Challenging placement site and patient anatomy would require high release force during deployment. Insufficient flushing of the device before use may be contributing factors to the reported issue. In this case, it is unknown if the system was flushed. The system was used to treat renal artery which is an off-label used. Based on the sample evaluation, the stent graft was partially deployed and sheath was identified fractured. Information in regards of the patient anatomy and procedural details were not provided. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline . Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding the placement site, instructions for use states: ' vascular stent graft for use in the iliac and femoral arteries' . H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g5. H10: b5, d4 (expiry date: 01/2023), g3. H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent producer, the stent allegedly failed to deploy completely, as the outer sheath of the delivery system fractured. The stent graft should be placed in the left renal artery. The device was removed and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified.

Event description:
It was reported that during the stent graft placement procedure, the stent allegedly deployed partially. The procedure was completed using another device. There was no reported patient injury.